Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis fractured. A portion of the high torque sleeve (hts) measuring 1.5cm was received separated from the guide wire with 5.5in of the hts remaining intact. Microscopic inspection revealed the corewire was fractured. The distal tip including the coil, corewire, and ribbon (ccr joint) were detached and not returned for analysis. Analytical testing concluded that the core wire fracture was caused by ductile overload caused by tensile or bending forces. The appearance of the fracture surface is suspected to be due to rubbing against the hts or the mating portion of the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire tip detachment occurred. This 185cm kinetix guide wire was advanced and during torquing the wire went into a small side branch. Prior to advancing a balloon catheter over the wire, the physician pulled back on the guide wire. As the wire was pulled back, the tip of the wire detached. The tip remains inside the patient. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire tip detachment occurred. This 185cm kinetix guide wire was advanced and during torquing the wire went into a small side branch. Prior to advancing a balloon catheter over the wire, the physician pulled back on the guide wire. As the wire was pulled back, the tip of the wire detached. The tip remains inside the patient. No patient complications were reported and the patient's status is fine.